Event description:
A 66 year old male underwent implantation of automatic internal cardioverter defibrillator in 1999. Three days later, it was noted the battery was not at the level it needed to be. The pt experienced no adverse effects, but did go back to the or for replacement of aicd.